Manufacturer narrative:
Sd reference #: (B)(4) . Date of initial report sent: (B)(4) 2010.

Event description:
According to the reporter: the suture broke but the piece was recovered. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.